Event description:
New information received notes that the lead was replaced on (B)(6) 2020. No further information was available.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, episodes of right ventricular (rv) lead noise causing pacing inhibition were noted on the device. Programming changes and lead revision were discussed. The patient was stable.